Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): 'handpiece vibration" (vibration). The customer reported that when the ozil tip began to vibrate it seemed like it wanted to come off the handpiece. Tips are not reused. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
The customer's complaint history was reviewed, this is the first event reported regarding this issue for this facility. The device history records were reviewed and the lots were released based on alcon's acceptance criteria. The tip is visually acceptable. Foreign material is present on the nut surfaces from its surgical use. There is scoring on the back of the flange and threads show wear. The phaco threads were checked with and were deemed acceptable. Root cause: no root cause was identified by the investigation. The phaco tip was manufactured to specification. The complaint cannot confirm that this phaco tip would become loose from the handpiece during its use. The phaco tip was manufactured to specification. All tips are 100% inspected at the end of the manufacturing process by trained operators to insure all visual quality requirements are present before release of a phaco tip. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).